Event description:
It was reported that an asymptomatic patient presented in the clinic for follow-up and post-sensed t-wave oversensing. The device was reprogrammed and the issue was resolved. The patient will continue to be routinely monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.